Event description:
It was reported that the subject device displayed an error message and experienced untimely fogging during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: heating function does not work and distal cover glass fogs up. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tesu board is broken and therefore error 104 occurs. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.